Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to implant fracture stem. Revision njr number: (B)(4). Bmi 27; primary asa: p2, mild disease not incapacitating.